Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) implanted for well over a year and used it 24/7 in a hope to resolve foot pain from peripheral neuropathy but had not had any benefit whatsoever. Additional information was received on january 9th 2015 indicating that the patient had met with the local representative two to three weeks ago. The patient was reprogrammed and was given a new program. They had program a and b. They worked on programming for about 45 minutes to an hour but they were not really able to get the stimulation to either foot where the pain was. They could not get the stimulation 6-8 inches past the knees. The patient was instructed to turn the stimulation up when they were walking and see if that would help. The patient went shopping and tried doing what she was instructed to do and it did not help. They had no change in coverage of pain since being reprogrammed. The patient also had a new problem with their lower back pain. If they were sitting they would get right foot pain, but they said it was a different pain then neuropathy. It was noted that the pain was definitely from their back and not the neuropathy because it did not burn. It was mentioned that 8 out of 10 nights when they went to bed on their left side they got right foot pain like when they were sitting. It was reported that the patient's neuropathy condition was worse than ever and that their implantable neurostimulator (ins) was "dead". The indications for use of the implanted device were noted as lumbar radiculopathy and spinal pain. The patient reported that the implantable neurostimulator (ins) that was installed 2.5 years ago was not rechargeable and stated being told that it was going to last five years. The ins only lasted two years and conked out/ died/ in (B)(6) 2015 and was no longer working. It was reviewed that ins longevity was based on parameters and usage. In consultation with the patient's physician, it was decided that they were not going to replace the ins as it would mean more surgery. Additionally, during the 2.5 years it was implanted, the patient noted having had no pain relief at all for the neuropathy in his feet. On (B)(6) 2015, the patient began experiencing physical issues at the ins location, noting pain around the ins area. He was in substantial pain when lying in bed. If the patient moved his body, it would cause the pain to start, if lying still, it was okay. He did not know why he was having pain. The pain had gotten worse since (B)(6) 2015, and the patient began taking pain medication yesterday, (B)(6) 2015. This was a gradual change. The patient was concerned about the pain and thought it might be a leaking battery. The patient had gained about five pounds in the last year (2014-2015) and noted that the ins was located just barely below the belt line on back right side. No movement was noted where the ins is located. Additionally, the patient had a bladder issue, and had a back x-ray and an ultrasound in (B)(6) 2015. Follow-up was performed to determine what steps were taken to resolve the reported event, cause, and outcome. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that the battery reached normal end of life, high usage. The cause of not having received therapeutic relief was not determined. Regarding the cause of the pain at the battery site, it was noted as crps, unsure. Additionally, the hcp noted the cause of the pain getting worse in (B)(6) 2015 as failing battery versus a non-compliant patient. The bladder issues were not related to device use/ therapy, and there was no plan to explant the device.